Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the bending section rubber covering of the gastrointestinal videoscope broke apart exposing the metal braid. Based on the results of the investigation, the probable root cause was usage stress or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device evaluation, the bending section rubber covering of the gastrointestinal videoscope broke apart exposing the metal braid. There were no reports of patient involvement.